Event description:
It was reported the patient had a loss of therapeutic effect following a fall. The stimulation location changed from the vaginal area to the right buttocks and leg. Therapy was not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0pf69, implanted: (B)(6) 2014, product type: lead. (B)(4).